Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient underwent an unrelated surgery (MFR report # 1627487-2018-02307) on (B)(6) 2018, and did not turn the ipg to surgery mode. Since the unrelated surgical procedure, the ipg has been unable to communicate with the external devices. As a result, patient underwent a surgical intervention on (B)(6) 2018, wherein scs ipg was explanted and replaced.

Event description:
Additional follow up revealed that ipg replacement resolved the issue.